Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV insulin and IV fluids. Engineering log review indicated the ilet was functioning as intended prior to the event, with insulin delivery requests and alerts generated appropriately and no device malfunction alerts identified. Device data confirmed that insulin delivery was interrupted after the ilet issued low battery and very low battery alerts and subsequently lost power, resulting in a lack of insulin dosing until the device was recharged. Dosing resumed once the ilet was charged. Based on available information, the event was attributed to interruption of insulin delivery due to loss of power rather than abnormal dosing behavior or algorithm performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 12-jan-2026 the reporter stated that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 490 mg/dl following interruption of insulin delivery. The user was transported to the hospital where the user was admitted, treated with IV insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.